Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Recevier charge and boot tests were performed and failed due to the damaged usb connector. Functional tests were not perfomred performed due to usb connector. The receiver log was not downloaded and reviewed due to usb connector. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).